Manufacturer narrative:
The device was not returned to the service center for evaluation. The customer did not provide a specific model/serial/lot number for the mentioned device; therefore the DHR, manufacturer and production records cannot be reviewed. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the flower basket forceps became stuck in patient's anatomy. The doctor was attempting to remove a bile duct stone that was calcified when the phenomenon occurred. The doctor increased dilation and was able to remove the stone using the balloon. The basket was removed by pulling it out, no surgery needed. The procedure was completed with the same device and by dilation with a biliary balloon. There was no delay in procedure. There was no patient injury reported.